Event description:
The patient reportedly has a history of middle ear complications. In 2005 the patient underwent middle ear surgery. The surgeon reported finding a cholesteotoma and granualation tissue in the middle ear. The surgeon was unable to remove the electrode array lead from the granulation tissue and reportedly decided to remove the cochlear implant. Reimplantation of the contralateral ear is planned for a later date.